Event description:
It was reported that during a bph surgical procedure the laser was not functioning (the tissue was not being vaporized during treatment as expected and tissue continued to bleed). An alternative procedure (bipolar resection) was used to control the bleeding and complete the procedure. "No harm done to the patient" reported.

Manufacturer narrative:
System analysis / service repair performed on march 15, 2017: the report that the ¿machine was not functioning ¿could not be reproduced and no failure was found. The system was tested and verified to be within specifications.